Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported on (B)(6) 2026 by the patient that the plate broke prematurely during standard rehabilitation activities. Initially the device was implanted on (B)(6) 2025. The broken plate was explanted on (B)(6) 2025 and a new fixation system was implanted. According to the chief surgeon the problem is not material related but the incorrectly performed surgical technique. No further information was received. Update 10-feb-2026: further information was received in a translated medical report that the patient leaned on his arm and felt a crack in the forearm while getting up from a gym mat. The surgeon informed the patient that the rehabilitation started too early.

Manufacturer narrative:
Additional information: d9, g3, h3, h6.one unpackaged ar-8916vsl-09s volar distal radius plate, batch 15196729, was received for investigation. Visual inspection identified surface damage to the body and threads of the device, including discoloration, chipping, and surface wear. These findings are consistent with damage incurred during implantation and subsequent explantation.based on the available information, the most likely cause of the reported failure is attributed to a patient-specific event, including the application of mechanical stresses exceeding those the device is intended to withstand during the postoperative healing period.per dfu-0192-eo, revision 9, warnings, section e.6:¿postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.¿the complaint allegation is confirmed based on evaluation findings and photographic evidence.refer to investigation photographs.